Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with unknown blood glucose level. The customer was reported other blood glucose value was 255 mg/dl. The customer was assisted with troubleshooting for loss of communication. The insulin pump will not be returned for analysis.